Event description:
Coiling treatment was conducted of an emergency subarachnoid hemorrhage aneurysm. It was reported that as the coil prematurely detached during positioning. An attempt was made to push the coil into the intended location using a guide wire. No retrieval attempts were made. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for eval and confirmed the implant coil was detached. The evaluation shows excessive force was used which likely led to the coil becoming detached. Mvi reference number: (B)(4).